Event description:
During the implant procedure there was difficulty to advance the medtronic lead as the physician could not advance the competitor introducer over the lead. It was getting stuck on the thicker end proximal to the coil and could not be removed unless both lead and introducer removed. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).